Event description:
I began having an issue with coughing when trying to lay flat on my back. I had a new dry cough. I was having headaches almost every morning. My nail beds started aching, turned yellow and started peeling. My hands and fingers swelled. I developed a rash on my abdomen. I was using a philips respironics CPAP device and the first part of july was notified of a recall. I was advised to stop use of the CPAP immediately. I have contacted philips and registered my acknowledgment of the recall. They have offered no timeline for replacement or repair of this issue. I am frankly afraid to continue use of this device. Without the CPAP, I am waking up with a cough, occasional headache and chest pressure. FDA safety report ID# (B)(4).